Event description:
The patient was being fed using a pump. One liter of an enteral feeding solution was hung, and the pump was set to deliver 10 ms/hr. The "door open" audible and visual alarms were activated. Teh reporter stated he had seen this before, so he "messed with" the door over and over until the audible alarms stopped. But the "door open" light was still on. Three hours later, the entire liter had been delivered. Following the event, excess feeding solution was withdrawn from the patient's stomach. There was no illness, injury or med intervention resulting from the event. One patient involved.